Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that since monday night (B)(6) 2025, the patient had not been able to urinate. The caller mentioned that the patient had been sent to a urology department the previous week due to uncontrollable urination. A manufacturing representative (rep) had turned the stimulation back on and adjusted it, and it had been working fine. The caller stated that since saturday ((B)(6) 2025) the patient had been in inpatient rehab and did not have the external devices with them. The caller believed the patient no longer knew where the external devices were. The caller inquired if medtronic could remotely connect to the patient's device to make an adjustment. The role of the representative was reviewed, and the nas phone number was provided for the healthcare provider at the inpatient rehab facility.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.